Event description:
1 reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). Customer is working with the alabama department of correction to run qv sars pro tests on prisoners. The overall false positive percentage reported was approximately 1%. The customer mentioned that 3 different lot numbers were being used for testing but did not provide which lot number was used in this event.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed manufacturing records for this lot. All release criteria were met. Additionally, no significant trends were identified in the complaint history log. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone.